Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clinical visit on (B)(6) 2019 for low voltage, no external power, and pump off. The log file analysis showed low voltage advisory events that progressed into hazards events due to the 14v battery depletion on (B)(6) 2019. The backup battery in the controller was enabled for a short time until it was depleted as well. Pump was off at that point. Controller was connected to battery power eventually which showed yellow wrench/real time clock not set for the remainder of the log file. Date time shown as (B)(6) 2001@0100. The customer was unable to determine how long the pump was off due to the internal clock in the controller being reset.

Event description:
Additional information was received on (B)(6) 2020. It was reported that the cause for the no external power and pump off were not identified. The patient's son did think there might have been a power outage but that was not confirmed. The issue was resolved. The patient has no symptoms and no treatment was given. The plan of care was to follow lactate dehydrogenase level.

Manufacturer narrative:
Section g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file¿s confirmed a full battery depletion of the patient¿s 14 v batteries and backup battery, resulting in a pump stop for an undetermined amount of time. The submitted log file contained data with the clock set from 25oct2019 to 04nov2019. The pump was set to a fixed speed of 8400 rpm and the low speed limit was set to 8000 rpm. The log file captured routine events until 04nov2019 at 5:12:38 am when the log file recorded a low battery advisory alarm to indicate that less than 15 minutes of battery power remained. This advisory escalated to a low power hazard alarm approximately 2 hours later at 6:57:30 am to indicate that less than 5 minutes of battery power remained. At 7:04:43 am a no external power alarm was captured, and the system was supported by the system controller¿s backup battery (ebb). At some time shortly after this event, the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of a charged 14 v battery, the pump resumed operation without issue. Also at this time, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2001 at 1:00:00 am. The corrupted controller alarm remained active through the remainder of the log file. The system appeared to function as intended. The account reported that during a clinic visit it was noted that the patient had a pump stoppage after low voltage and no external power alarms. This is consistent with the finding in the log file of battery depletion which resulted in a pump stoppage for an undetermined amount of time. The account reported that the patient was asymptomatic, and no treatment was rendered. The patient would be monitored on their ldh moving forward. The patient remains ongoing on vad support with no further issues reported. The ¿powering the system¿ section of the IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.". No further information was provided. The manufacturer is closing the file on this event.